Event description:
The customer requested assistance setting up caregroups on the information center, as a red alarm failed to display. The device was in use monitoring patients. No adverse event was reported.